Event description:
When the physician tried to deflate the balloon catheter, the plunger of the device could not be withdrawn. Therefore, the balloon catheter was not deflated. The physician changed out to a new one and completed the case uneventfully.